Event description:
It was reported that the generator let off a smokey/burning smell when in use. No patient/user injury or other complications were reported.

Manufacturer narrative:
Visual inspection revealed a few minor scratches on the exterior of the subject controller. Functional evaluation revealed that the returned device performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the subject controller emit a "smoky/burning smell" while activating a known good wand several times without incident. The ablation and coagulation voltage output readings were within specified ranges. The complaint was not verified and the root cause was unable to be determined since the device functioned as intended. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.